Event description:
It is reported that the devices were implanted in 2006, and revised in 2009 due to infection.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. Evaluation codes: device history records indicate all components were mfg and inspected to specification.